Manufacturer narrative:
The device was not returned, so no analysis was conducted. The computer, hard drive and cable were discarded by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the computer would not boot. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that computer boot-up failure. The parts were replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that the spare parts replacing had resolved the issue.